Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was unable to install multiple cartridges due to cartridges bending outward. No reported adverse impact to the customer's blood glucose. Reportedly, the customer attempted a new cartridge a loaded it successfully.